Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage from the pumping segment due to a small puncture could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: no product will be returned per customer. No investigation was performed.

Event description:
It was reported that blood leaked from the as lvp 20d 2ss cv tubing outside of the channel tube. The following information was provided by the initial reporter: "we had another compliant with product # 24200-0007. The unit stated there was blood leakage outside of the channel from the tubing. The tubing and pump were bloody and went to the clinical engineering department. Event date: (B)(6) 2020."